Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of solent omni thrombectomy system and with an unknown guidewire inside. The pump and the supply line were microscopically examined and no damage or irregularities were identified. It was observed that the guidewire was stuck inside the catheter. Further observation showed the guidewire was wrapped around the hypotube causing the guidewire to be stuck inside the device. The hypotube appeared to have numerous bends/kinks approximately 7cm from the tip of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on september 2nd, 2016. While using an angiojet solent omni catheter in a procedure over a non-bsc guidewire, the guidwire fractured. The procedure was completed with another device. No patient complications were reported. However, the returned product analysis revealed that the catheter is stuck on the guidewire.